Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 164 mg/dl when they checked and noticed it was going down, after lunch the blood glucose level was 400 mg/dl, 449 mg/dl, 164 mg/dl, 116 mg/dl, and the most current blood glucose level was 127 mg/dl. Customer was calling in for low sensor glucose readings. Customer was scared that they may have over treated for a blood glucose reading. Did not offer troubleshooting for high blood glucose due to customer being upset for over treating. The insulin pump will not be returned for analysis.